Manufacturer narrative:
(B)(4).

Event description:
Procedure: vats lobectomy according to the reporter: the scrub nurse loaded the egia45amt onto the idrive with the standard shaft. The green lights indicated that the shaft was recognized by the idrive handle. Upon loading the egia45amt articulated by itself. After articulating it would not respond to any attempts to articulate, rotate, open and close. A new battery was tried. The shaft was mounted on a new handle and it still would not respond. The scrub nurse tried to return it to zero degree but the sulu would not respond. Likewise when she tried to remove the sulu from the egiaadapt it could not be removed. You will notice some damage to the sulu were it attaches to the egiaadapt. This was done in attempts to remove it from the egiaadapt, not while loading the sulu. I am returning the egiaadapt with the sulu still on the egiaadapt. Another manufacturer reinforcement material used?: no was the device used in patient: no was there patient injury/hazard: no there was no unanticipated tissue loss, no unanticipated extension of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell in patients cavity and no device fragment left in patient. What was done to correct condition? A new idrive, egiaadapt and sulu were opened and used without incident. There were two possible lots for the egia45amt - n4l0359kx and n4l0023kx. We cannot be certain. Which was involved in this incident.

Manufacturer narrative:
(B)(4).